Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high rv coil impedance. An rv lead impending fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.